Manufacturer narrative:
Product long description: unknown_triathlon femoral component. Reported event: an event regarding revision due to malposition involving an unknown triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as product was not returned medical records received and evaluation: clinician review of the medical records provided indicated combined component malposition with severe obliquity of the joint line has contributed to abnormal biomechanics contributing to revision although details remain obscure due to limited information. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: clinician review of the medical records provided indicated combined component malposition with severe obliquity of the joint line has contributed to abnormal biomechanics contributing to revision although details remain obscure due to limited information. Further information such as product details, product return and evaluation, operative reports and patient details are needed to further investigate this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Triathlon implant needing to be revised after approx. 2 year period.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Triathlon implant needing to be revised after approx. 2 year period.